Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. With the limited information provided, the patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, and prior actions review could not be performed. A review of the instructions for use documents for total hip systems revealed in the device description section that failure to utilize the proper sleeve to head combination may lead to implant failure and may result in revision surgery. Besides, the indications sections mentions that patient selection factors such as age, weight, and activity level can negatively affect implant longevity and increase the risk of revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery was performed in an unknown date, due to unknown reasons, the patient underwent a revision surgery on (B)(6) 2011, where the anthology stem was explanted. Current health status of the patient is unknown.